Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident date: (B)(6) 2023 hospital complaint reference #: details of complaint (reported issue): the needles of this batch appear to be jamming. ** please note: this complaint is being brought forward by the products end user. If you have any specific questions regarding this complaint please direct them to the below contact. ** complaint noticed: during / after use problem frequency: 1st time

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident date: on (B)(6) 2023. Hospital complaint reference#: details of complaint (reported issue): the needles of this batch appear to be jamming. Please note: this complaint is being brought forward by the products end user. If you have any specific questions regarding this complaint please direct them to the below contact. Complaint noticed: during / after use. Problem frequency: 1st time.